Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse was unable to reproduce the usm arm 4 issue. Fse performed a proactive replacement of the usm arm. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. Isi has received the replaced usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, universal side manipulator (usm) arm 4 was allegedly "collapsing down on itself" when the instrument was clutched. The customer received phone assistance from the technical support engineer (tse). Tse was unable to review the system logs. Upon verification with the clinical sales rep (csr), it was confirmed that when the customer hit the instrument clutch, usm arm rolled down and it was difficult to bring it back up into position. Tse attempted to troubleshoot; however, the user informed that the procedure was already completed. No known impact or patient consequence was reported.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed, and the reported complaint was confirmed by failure analysis. The unit was tested on an in-house system in normal mode, where it passed all button and clutch related testing. During the investigation fluid intrusion was found on the axes controller spar connector (acsc) printed circuit assembly (pca) and cannula flat flex cable (ffc).

Event description:
Refer to h10/h11 for follow-up information.